Manufacturer narrative:
Investigation: no samples were received for investigation of complaint, in which the customer has stated: ¿the needleless connector could not be screwed tightly to the disposable single-use sterile plug, which resulted in leakage of the infusion¿. The product in use at the time is reported to be a mp1000 china from lot 23025311. As part of the feedback, the customer reported that they used the maxplus connector with a intima-ii catheter. The customer also confirmed that the reported issue was identified during priming using saline solution. Furthermore, they confirmed that there were no damages on the reported component and no storage abnormalities of the infusate were observed. The details of this feedback were forwarded to the manufacturing site for investigation, where a review of the production records for lot 23025311 did not identify any in-process testing failures or quality deviations which may have caused or contributed to a report of this nature. The root cause of the customer¿s experience could not be determined in this instance as no sample was received for investigation. Without a sample to examine it is not possible to determine whether a manufacturing defect could have caused or contributed to a report of this nature. In this instance, without the complaint sample to examine it has not been possible to conclusively link this feedback to a specific failure mode; however, a review of the customer feedback database indicates that this is a rare occurrence with a small number of similar reports against the mp1000 china product in the past 12 months. Complaints for this event type will continue to be tracked and trended.

Event description:
It was reported that bd maxplus was unable to be tightened. The following information was provided by the initial reporter, translated from chinese to english: on (B)(6) 2024, in ward 7, a nurse replaced an infusion connector for a patient with a brand new needleless connector, and when the infusion connector was connected to a disposable sterile plug, it was found that the needleless connector could not be screwed tightly to the disposable single-use sterile plug, which resulted in leakage of the infusion, and the needleless connector was immediately replaced with a brand new needleless connector, and the infusion was connected to the disposable sterile plug without leakage of the infusion, and did not harm the patient, which was an isolated case.